Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels and that they needed assistance with uploading. The customer's blood glucose level was 44 mg/dl. The customer treated with food. Nothing was replaced or returned.